Event description:
The lay user/patient contacted lifescan (lfs) another country, in 2007 and alleged that his one touch basic meter was not powering on. Lfs another country was able to obtain additional information from the patient. The subject meter reportedly stopped powering on about 2 weeks prior to the patient's visit to the emergency room (exact date/time not provided). The patient also reported that he could not remember the exact date he went to the ER, but believes it was 2 weeks prior to his call to lfs another country and that it was around 9:00 pm. Therefore, the reported issue started about 4 weeks prior to the call (note: the patient works in a nursing home and throughout the reported issue, he got a nurse at his workplace to test his blood glucose so that he could keep track of his diabetes, however, the results were not provided.) Two weeks after the reported issue started, the patient started experienced symptoms of being tired and had polyuria (he usually experiences these symptoms when his blood glucose is high). He attempted to test on the meter, but the meter would not power on. He took his usual dose of oral medication (metformin) and went to the emergency room. He was tested on the ER meter with a result of 29.0 mmol/l (522 mg/dl) and was treated with an insulin injection. The patient mentioned that he did feel better afterwards and was released from the hospital approximately 6 hours after his arrival. While it did not seem that he tried testing on the meter again post release from the ER, the patient stated that he tried again to check the meter's function and that it still did not power on. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The condition of the battery contacts was good and the battery was correctly installed. However, it was discovered that the patient had not replaced the battery per the owner's manual (use error). He did not have a new battery for replacement. This complaint is being reported because the patient alleged that he experienced symptoms of high blood glucose 2 weeks after the reported power issue began. He was treated with an insulin injection at the emergency room. Although a nurse at his work checked his blood glucose for the duration of the reported issue, those results were not provided. The patient had not changed the battery per the owner's manual. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.